Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was no sterile water when the foley catheter was removed as sterile water leaked.

Event description:
It was reported that there was no sterile water when the foley catheter was removed as sterile water leaked.

Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 4206822. Photo: received five (5) photo samples. Four (4) photo samples showcase an overview of an all-silicone foley catheter. Fifth photo sample showcase a piece of paper with native writing. Visual: received one (1) used all-silicone foley catheter with syringe without original packaging. Using the returned syringe, the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution immediately leaked into the drainage lumen from the balloon. This is out of specification per inspection procedure which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Root cause: "core pins are supplied according to the drawing specifications. However, when replacing a core pin with a new one during funnel molding operation, it is necessary to readjust the length of the core pin, in order to prevent over-flow of silicone or damages into shaft. Additionally, bronze plates used for verification of core pins do not represent their actual design and makes difficult the verification of core pins. Also, instructions for removal of the molded piece are included in the manufacturing procedure, if this operation is not correctly performed the core pin will damage the inner wall of the lumen when retrieving the core pin incorrectly." Risk review, labeling review, and DHR review are not required as CAPA 4206822 is applicable for this product lot number. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.